Event description:
Philips respironics received a letter from an attorney retained to represent the wife of a pt in a claim associated with the pt's death. The letter included an allegation that a bipap device was involved in the death. No further info regarding the event or the device was provided. Several attempts to contact the attorney for further info have been unsuccessful at this time. A follow-up report will be provided once the manufacturer's investigation is complete.